Event description:
It was reported that during a ptca / stenting treatment procedure the quantum maverick monorail balloon ruptured at 20 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a very calcified, 90% stenotic lesion in minimally tortuous proximal rca. It is noted that the lesion had been predilated with unspecified device. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. The patient was asymptomatic during this event. Patient status is reported as 'good'.